Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, the device was interrogated, and it was noted that the right ventricular lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.